Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of worsening mr as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mr with a grade of 4+. One clip was implanted, reducing the mr to 2. On (B)(6) 2017, it was found that the mr had increased to 3-4. The cause of the increased mr could not be determined. On (B)(6) 2017, a second mitraclip procedure was performed for treatment of increased mr with a grade of 3-4. The initial clip was secure on both leaflets and there was no damage noted to the mitral valve. One clip was implanted, reducing the mr to 2-3. The patient had a good outcome. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.